Event description:
It was reported, prior to implant, the device was unable to be interrogated using bluetooth (ble) telemetry. Additionally, a message regarding a charging problem was observed. The device was not used. A different device was implanted. The patient was stable.

Manufacturer narrative:
The reported event of no ble telemetry was not confirmed. The reported event of charging problem was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s telemetry, lead impedance, and high voltage charging were found to be normal.